Event description:
It was reported that this pacemaker system was explanted due to chronic patient pain at the implant site. The right atrial (ra) and right ventricular (rv) leads were explanted as well. There was helix retraction issue noted when the rv lead was attempted to be explanted and the helix was surgically abandoned. A leadless pacemaker was successfully implanted. This pacemaker and leads were received for analysis. No adverse patient effects were reported.